Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient contact had reported receiving m31 air detected in cassette warning alarms during an unknown phase and cycle of treatment and prior to the leak. It was reported the fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette and leaked from the cassette, and stated the film on the back of the cassette was loose. The patient contact reported they cancelled treatment following the cycler alarms and stated that an alternate treatment option was available. It is unknown at which point in therapy the leak may have begun. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient contact had reported receiving m31 air detected in cassette warning alarms during an unknown phase and cycle of treatment and prior to the leak. It was reported the fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette and leaked from the cassette, and stated the film on the back of the cassette was loose. The patient contact reported they cancelled treatment following the cycler alarms and stated that an alternate treatment option was available. It is unknown at which point in therapy the leak may have begun. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. During the product history review of the involved lot 22hr08016 a documented nonconformance (1094682) related to the same failure mode as alleged in the event description. The nonconformance found was against a leak in the cassette p/n 55-3725 caused by a damaged in the film. The alleged event ¿fluid leak on the inside of the cassette door¿ was confirmed based the nonconformance found during the DHR review performed. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide (480145) of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ there are indications in the IFU of the liberty cycler set and in the liberty select cycler user¿s guide to do not use the product if there is a damage found in the cassette. IFU# 71-4288: ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The event was confirmed.